Event description:
It was reported that a revision surgery was performed due to significant damage.

Manufacturer narrative:
The associated complaint devices were returned for evaluation. Our investigation included a lab analysis which noted that the femoral component was identified to not be a smith and nephew product. Visual examination of the external surface of the taper sleeve did not reveal any significant damage. Visual examination of the 40 mm oxinium head demonstrated roughly 75% of the oxidized bearing surface worn away and a region was worn through to the internal taper region. Additionally, a circular witness line was observed. This feature was likely due to contact with an acetabular shell and/or screw. Sem and eds analysis in and around the area of the circular witness was performed. Eds of these regions revealed signs of titanium and aluminum. The composition of oxinium does not contain either of these two elements. Visual examination of the redapt cemented liner demonstrated no evidence of residual cement on the od of the liner. There were signs of black colored specks embedded in the articulating surface of the liner which was likely metallic. A clinical evaluation concluded that based on the very limited information provided, the root cause of the, ¿significant damage to an oxinium femoral head, used on a competitors¿ femoral stem" cannot be concluded. It is unknown if the use of a ¿third party¿ stem contributed to the issue. Should any relevant information become available this complaint can be re-assessed. A review of complaint history on the listed parts revealed no additional complaints for this failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.